Event description:
It was reported that the patient was brought in for evaluation post boating accident. The rv lead unable to capture. Chest x-rays revealed rv lead dislodgement. The lead was explanted and replaced. The patient was not pacer dependent and was asymptomatic.